Manufacturer narrative:
Continuation of d10: product ID tm90t0 serial# unknown product type accessory product ID a820 serial# unknown product type software section d information references the main component of the system. Other relevant device(s) are: product ID: a820, serial/lot #: unknown. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a healthcare professional (hcp) via a clinical study regarding a patient receiving dilaudid (hydromorphone) 1 mg for a total dose of 0.17485 mg/day and bupivacaine 30 mg for a total dose of 5.24547 mg/day via an implantable pump for non-malignant pain. It was reported on (B)(6) 2019 the patient reported that once the personal therapy manager (ptm) battery reaches at or below 92%, it takes several minutes for a bolus to be delivered/delay in ptm bolus delivery/activation. The patient demonstrated the delay during their visit and the ptm and pump were re-synched on (B)(6) 2019. The patient reported their pain in worse in the morning and they have to wait about 30 minutes each morning to get out of bed until the ptm successfully delivers a bolus. On (B)(6) 2019 the patient reported the activator constantly locks up at 91%. The outcome of the event resolved without sequelae on (B)(6) 2020. The device diagnosis was other delay in ptm activations. The etiology of the event indicated the relationship of the event to the device or therapy was related and indicated the relationship of the event to the implant procedure was not related. The event date was (B)(6) 2019. No further complications were reported.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.